Manufacturer narrative:
A ge representative evaluated the system, and replaced a faulty isd-pc2 pcb. System operates as intended.

Event description:
It was reported that they system shut down during a case. No patient injury was reported.